Event description:
Patient was experiencing an unresponsive touch screen. There was no adverse impact to the customer's blood glucose level. Customer support was contacted to troubleshoot the issue, however, no additional information was received regarding the outcome of the event.